Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 356 mg/dl. During troubleshooting, the customer confirmed that the keypad began to respond again. The customer will not return the device for analysis.